Event description:
It was initially reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2026 due to peritonitis. Further information was provided when it was reported that several patients in a peritoneal dialysis (pd) clinic were diagnosed with peritonitis over a short period of time. The clinic was inquiring if other clinics had an uptick in infection rates as these patients were known to be compliant with aseptic technique procedures. The patient was admitted to the hospital on (B)(6) 2026 due to abdominal pain and cloudy pd effluent. The patient was diagnosed with peritonitis. Pd cultures were obtained. The patient¿s pd cultures resulted positive for multi-organisms: enterococcus, klebsiella oxytoca, and citrobacter freundii. The patient¿s white blood cell (wbc) count was 30,980 with 91% pmn cells. The patient was initially administered intravenous (IV) vancomycin 1500mg for 1 dose on (B)(6) 2026. The patient then received IV vancomycin 1000mg on (B)(6) 2026. The patient was given intraperitoneal (ip) fortaz 1g for 3 days (B)(6) 2026). The patient was then switched to IV zosyn 4.5g every 12 hours which was initiated on (B)(6) 2026. The patient encountered a ruptured abscess due to the peritonitis and required removal of the pd catheter. The patient transitioned to hemodialysis (hd). It has not been determined if the transition is permanent. The patient was discharged on (B)(6) 2026. The patient¿s antibiotics were adjusted upon discharge to oral augmentin 250mg tablet daily for 5 days. The patient will follow up with the surgeon in four months. The cause of the peritonitis has not been determined. The patient denied gastrointestinal issues. The patient did not have any recent hospitalization, medical procedures, or antibiotic use prior to the diagnosis.

Manufacturer narrative:
Additional information provided in b5, b6, h6, and h10. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler with liberty cycler set and the peritonitis event. Although there were questions by the clinic as to whether the peritonitis event could have been caused by the products used by the patient, the clinic did not allege that the products were contaminated. They were unable to confirm the cause of the patient¿s peritonitis event. The patient did not report any leak, defect, foreign matter, or discoloration on any products. The patient properly stored all supplies in the home and did not expose the supplies to any conditions where bacterial growth could occur. The lot numbers of the products were not supplied. The patient¿s culture was positive for enterococcus, klebsiella oxytoca, and citrobacter freundii. All three organisms are normal inhabitants of the gastrointestinal tract of humans. Enterococcus spp. Are normal inhabitants of the gi tract and may colonize or infect the genitourinary (gu) tract. Enterococcal peritonitis probably results from touch contamination and possibly from gi sources. Even though the patient reportedly follows protocol for aseptic technique and did not report any gi issues, the likely cause of the peritonitis event is contamination from a gi source. Although the cause of the peritonitis was not determined, based on the available information and no evidence of malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2026 due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2026 with a diagnosis of peritonitis. No symptoms or signs were provided. Pd cultures were obtained. The cultures resulted positive for enterococcus (unknown species). The pdrn stated she does not have the specific antibiotic therapy that the patient was prescribed but does know the patient is receiving intravenous (IV) antibiotics. The patient remains hospitalized. The cause of the peritonitis event is unknown. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The reported cause of the peritonitis was not determined, but the culture resulted positive for enterococcus, which is a natural colonizing bacterium in the gastrointestinal tract of humans. Enterococcal peritonitis probably results from touch contamination and possibly from gi sources. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.